Manufacturer narrative:
Zimmer biomet complaint number (B)(4). One certain® gold-tite® hexed screw (iunihg) was returned for investigation. Visual evaluation of the as returned product identified that it was fractured across the threads. Device history record (DHR) review for the lot (1229512) had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. All products were conforming at the time they left zimmer biomet. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (1229512) for similar event and no other complaint was identified. Therefore, based on the available information, device malfunction did occur and the reported event was confirmed.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). The following sections have been updated: a4: patient weight b1: report type b2: outcomes attributed to adverse event change to blank b4: date of this report b5: describe event or problem g3: date received by manufacturer g6: type of report h1: type of reportable event h2: follow up type h10: additional narrative

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
It was reported that the screw that was in the implant in tooth location #3 fractured. Doctor removed the portion from the implant. Both parts were removed.